Manufacturer narrative:
Pump was received with all buttons functioning properly and no keypad/button unresponsive noted. Pump passed the self-test. Successfully downloaded history files and traces using thump. Unable to verify stuck button alarm for event date 01-jan-2026 in pump history file due to earliest available date from 02/11/2026 00:00:00.000 to 04/04/2026 08:48:00.000. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, stained keypad overlay, cracked case at battery tube side, cracked select button at keypad overlay, stained/peeling serial number label, cracked retainer, and corroded battery tube. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and force sensor. No damage noted to the motor. The j1 connector on pcba1 was locked properly during visual inspection. The keypad overlay was removed to perform visual inspection and found no damage to the keypad traces or dome switches. The test p-cap locks properly into the reservoir compartment. Alarm-keypad/button error unknown not confirmed. Cosmetic damage-retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump buttons sticking horribly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the pump has not been exposed to altitude change. Customer reported receiving a stuck button alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.